Event description:
Boston scientific received information that this lead had become dislodged and the physician had tried to reposition it. However, the leads through lumen had clotted off and the physician had to sacrifice the lead to gain access to the vessel. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.